Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) and sensing integrity counter (sic) episodes. A check on the lead shows diminished r-wave sensing. The lead has undersensing and oversensing seen on stored episodes. The lead remains in use. No patient complications have been reported as a result of this event.